Event description:
It was reported that the t:slim x2 pump battery would not charge, with a power source alert noted in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing charging supplies and was informed by technical support that non-tandem charging accessories weren't recommended for use unless necessary for troubleshooting. After switching supplies, the pump began charging, and no further assistance was required. Technical support arranged to send replacement tandem charging accessories via two-day shipping.